Event description:
The customer reported that insulin from the reservoir was leaking into the reservoir compartment. The blood glucose reading was 166mg/dl. No further information was provided.

Manufacturer narrative:
Inspected randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specifications. No leaks or o-ring defects were found during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.